Manufacturer narrative:
(B)(4). Date sent: 06/29/2016. (B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, an unformed clip was received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended; in addition, the device lockout as intended. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy, and the clips jammed inside the clip applier during deployment and wouldn't deploy any more clips. A second clip applier was used to complete the procedure with no consequence to the patient.